Event description:
On (B)(6) 2025 patient's husband called inogen to report that the patient's device (g5), a light had turned on and was not delivering oxygen to the patient. Per the husband he had to take the patient to the hospital to receive oxygen. The patient received oxygen and is currently back home recovering.

Manufacturer narrative:
The unit was received for investigation on june 18, 2025. The unit was received with a reported oxygen error, which was confirmed through data log analysis. The issue was primarily caused by a leaking zeolite column and a blocked feed port. Zeolite dust, resulting from the breakdown and abrasion of zeolite particles rubbing against each other, had contaminated the internal tubing. The combination of a leaking column and a blocked feed port assembly caused increased column pressure and low external. The unit was repaired and the patient received a replacement unit.